Event description:
The physician was attempting to use an everflex self-expanding stent with entrust delivery system to treat a severely calcified lesion located in the superficial femoral artery (sfa). The device was removed from its packaging and inspected with no issues noted. The IFU was followed during preparation. The thumbscrew/lock-pin was checked for securement prior to the procedure. When the catheter was in position for deployment, the lock pin was removed. It was reported that when the stent was deployed two-third of the total length, the deployment wheel would not deploy the stent any further. The physician opened the deployment handle and pulled the outer sheath back to deploy the remainder of the stent. The procedure was successfully completed. No patient injury was reported.